Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 4 it was reported while using microtainer® k2e blood collection tubes, an unspecified number of tubes exhibited morphology in red cells presenting as burr cells. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from each lot were evaluated by visual examination, and another 15 retention samples from each lot were evaluated for sufficient quantity of additive via titration testing, and no issues were observed as samples met product performance specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 4, it was reported while using microtainer® k2e blood collection tubes, an unspecified number of tubes exhibited morphology in red cells presenting as burr cells. No adverse impact was reported regarding the patient or user.